Event description:
This is a report as rec'd by valeant from sanofi-aventis: this spontaneous case was rec'd from an unk male pt. The pt's medical history included (B)(6) for (B)(6). Concomitant medications included (B)(6) not otherwise specified. It was reported the pt rec'd several injections of newfill (poly l lactic acid) 150 mg (5 in 2011, 4 in 2013) on the left cheek area for an unk indication. The batch number used was not reported. Another injection by a dermatologist was planned. On an unk date, the pt experienced a venous occlusion (embolism venous) on left eye not otherwise specified. The outcome of the event was unk. The pt saw an ophthalmologist who believed the event was not linked to the injections. The rptr did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). This case was rec'd by sanofi-aventis on 30-sep-2013 and was forwarded to valeant on 30-sep-2013.

Manufacturer narrative:
(B)(4). Retinal vein occlusion assessed as serious as possibly related.